Event description:
It was reported via ms&s "caller states he placed a powerglide pro and after flushing the fluid and blood is leaking around the pink hub and catheter connection. There was no kinking at insertion and was not a difficult insertion. There was no separation of the catheter prior to insertion."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv1538 showed no other similar product complaint(s) from this lot number.